Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg would no longer charge. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.